Event description:
Information was received indicating that this smiths medical cadd solis vip pump "not occluding". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information was received by smiths medical on 23-sep-2019, that the event occurred during testing. No patient was involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, user mode testing, and pressure testing were performed. The reported "not occluding" problem was duplicated. During investigation, pressure testing failed at more than 30 psi and the test spec maximum was 27 psi. Also, recalibration with high-flow failed at 1740 (min is 2180). According to the investigation, the pump downstream occlusion sensor was out of spec which caused the reported problem. Service will replace the pump downstream occlusion sensor to correct the reported problem. The problem source of the reported problem is unknown.